Event description:
This report summarizes 42 malfunction events where a midwest e plus handpiece overheated. In 6 events, the patient outcome is unknown despite reasonable follow-ups. In 8 events, a patient experienced a minor burn that did not require intervention. In 28 events, no injury resulted.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 41 of 42 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 3 devices found them all to be within specification. Evaluation of 4 devices found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 1 device found excessive wear due to a lack of proper maintenance and lubrication. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of 29 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 4 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The devices were repaired and returned to the customers.